Event description:
The patient, implanted for non-malignant pain, reported a power on reset (por) that was noticed when the patient stopped feeling stimulation. This was not related to an overdischarge event. It was noted that the patient was able to charge the implantable neurostimulator (ins). She had stopped feeling stimulation, so she charged and that was when the por was seen on the ins recharger (insr). No trauma/falls or emi/recent medical tests were related. This was an information por. Clearing the por was reviewed and was successful. Therapy was turned back on and was adequate. The issue was resolved. This had occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.